Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was advised that customer received a button error alarm. Customer's blood glucose was 182 mg/dl. Caller declined troubleshooting. It was advised that insulin pump would need to be replaced. No further information provided.